Event description:
It was reported that a patient alert for high lead impedance >3000 ohms occurred. The lead was capped and removed from service due to an apparent insulation break. No patient complications were reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.